Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: date received by manufacturer on the initial report should be november 14, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 314.453; lot: l275638; manufacturing site: hägendorf. Release to warehouse date: 02.mar.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver shaft t8 55mm (part # 314.453 / lot # l273638) was received at us cq. The distal tip of the device was slightly twisted in the direction of tightening. The distal tip of the device was twisted/warped. The tip was twisted in the direction of tightening. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. Due to the stripped condition, the complaint can be confirmed as the tip is now inoperable. Due to the wear, the screwdriver cannot engage with relevant screws. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an elbow fracture surgery on (B)(6) 2019, a t8 stardrive screwdriver shaft did not stay engaged in the screw head. A backup screwdriver was used. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).